Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3) test wells, lot e073, on galileo echo instrument (B)(4).

Manufacturer narrative:
In-house testing confirmed the reactivity of the fyb antigen on capture-r ready-screen (3) lot e073 and capture-r ready-ID lot id167. The customers submitted sample resulted as negative in both the antibody screening and identification assays. Repeat testing with the screening assay also resulted as negative. An antibody identification assay was performed on a neo instrument and negative results were obtained with the submitted samples. An ID panel was performed on the neo with the patient sample and positive (1+) results were obtained with cell 2 (fyb+). All other fyb positive cells were negative. The unexpected reactivity appears to be related to the nature of the submitted sample having an anti-fyb antibody at the limit of detection for the capture-r ready-screen/ID test method.